Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received information alleging a ventilator failed fio2 sensor verification test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fio2 sensor and fio2 sensor cable were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed fio2 sensor verification test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fio2 sensor and fio2 sensor cable were replaced to address the issue. The fio2 sensor cable was evaluated by the manufacturer's product investigation laboratory (pil) and found the fio2 sensor cable functioned as designed and operated without issue or error codes.